Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed blank display. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur since the customer did not have an additional battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents, self test and displacement test. No low battery alert and no blank display anomaly noted during test.